Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed a battery indicator message. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately 3 months prior to contacting lfs. The patient reported he manages his diabetes with insulin. The patient reported that he made no changes to his diabetes treatment routine as a result of the alleged issue. On the afternoon of (B)(6) 2011, the patient reported he felt shaky. The patient claimed he treated self with food and/or drink in response to the symptoms. During troubleshooting, the cca noted no misuse of the product and that the subject meter's batteries were not in need of replacement. Replacement products were sent to the patient. This complaint is being reported because the patient stated he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510k # is k053529.